Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The involved erc tubing clamp was returned to livanova (B)(4) for investigation. During testing on the s5 test bench, an initialization error was displayed on the cdm screen. Testing the device on the siii test bench displayed a motor error on the scp display. The device was opened and the motor was found to be heavily corroded due to fluid penetration into the housing. This is a known issue and a change order has already been implemented. Additionally, livanova deutschland has initiated a CAPA project for this type of issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the s5 erc tubing clamp connected to the centrifugal pump did not open or close during priming and an arterial clamp timeout error was displayed. There was no patient involvement.